Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the short attachment device was running hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The short attachment device was evaluated and the reported condition that the device was running hot was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the attachment failed for vibration. During repair it was observed that the bearings were worn out and had corrosion. It was further observed that the bearings in the nose tube were worn causing vibration. It was determined that the cause of this damage was due to normal use and servicing over time, the failure was caused by worn out bearings. If additional information should become available, a supplemental medwatch will be submitted accordingly.